Event description:
It was reported that during a laparoscopic gastric by pass procedure, the surgeon closed and opened the device and it did not feel right. The surgeon re-positioned the device on tissue and the device would not close correctly. Another device was used to complete the case with no patient consequence. One device is being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the long45a device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device as the clamping mechansim was noted to be damaged. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. It should be noted that at least 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.